Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported a pericardial effusion and subsequent death occurred. On (B)(6) 2017, a left atrial appendage (laa) closure procedure was being performed. A watchman® access system was opened. The physician performed the transseptal puncture at 11:23 am and then inserted the access system. Three minutes after the transseptal puncture, a pericardial effusion was noticed on the right side of the heart. At the exact same time, the anesthesiologist noticed that the blood pressure was dropping and they had to maintain the patient hemodynamically. The physicians decided to abort the case because they wanted to drain the pericardial effusion. There was no watchman device implanted. The patient ended up going to surgery because they could not collect all of the fluid. The surgery was successful. The patient remained in the hospital, they were extubated, alert, oriented, and but complained about having chest pain. She was able to move her extremities. The patient remained inpatient at the hospital until (B)(6) 2017 when they died. The patient was decompensating and refused bi pap (bi-level positive airway pressure) at 6:00pm and passed away at 10pm. The cause of death is unknown.